Manufacturer narrative:
Per the user guide: always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 210-420 mg/dl). Boluses were delivered, infusion set changed and insulin injections were administered to address bg. Pump system check was performed and air bubbles were observed in the tubing. Customer changed the infusion set. Customer reported not to have removed air from the cartridge during the loading process. Tandem technical support informed customer that per labeling, air is required to be removed.